Event description:
A health care professional reported that after an intraocular lens (iol) implant procedure, the patient was experienced contrast reduction and glare. Hence the lens was exchange and replaced with another lens during secondary procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product cnwtt3-t6 that is sold in the united states under PMA/510(k # p190018. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Lens received wrapped in a piece of medical gauze, in a non-company pouch. Solution is dried on the iol. Gauze fibers are adhered to the iol. The optic is torn/split-cut dividing the iol in three. The root cause for the reported complaint could not be determined. According to the instructions for use (IFU), some visual effects may be expected due to the superposition of focused and unfocused multiple images. These may include some perception of halos, radial lines around point sources of light (starbursts) under night-time conditions, or glare, as well as other visual symptoms. As with other multifocal iols, these visual disturbances may be significant enough in some cases that the patient may request explantation of the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).